Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. There was noted outer insulation cut likely due to explant damage. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than induce damage. Laboratory testing was able to confirm the reported physical damage/electrode end observations. The helix was found extended noting dried blood in the helix housing and set screw marks were noted on the terminal pin. The shocking coil was slightly stretched on the proximal end, and slightly bunched on the distal end, consistent with being pulled though a constricted area. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgment.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow up, the right ventricular (rv) lead was found to be dislodged into the right atrium, causing pacing to occur on the patients sternum. The rv lead was surgically abandoned and when removed, there was notable damage to the electrode end which included tissue present in the lead helix. No additional adverse patient effects were reported.